Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a truetome 44 was used in the bile duct during a dilatation procedure performed on (B)(6) 2018. According to the complainant, the device was inserted through the endoscope into the bile duct. As the device was bowed, before the current was applied, the cutting wire broke. Reportedly, no part of the device detached inside the patient. The procedure was completed with a second truetome 44. There were no patient complications reported as a result of this event. The patient's condition at the end of the procedure was reported to be stable.